Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately two years and seven months post index procedure, the patient was hospitalized due to anorexia. He was a terminal stomach cancer patient. It was noted that he complained of chest pain and a myocardial infarction was diagnosed. Three days later, a coronary angiogram was conducted and thrombus was observed in the cypher stent. A percutaneous coronary intervention was not conducted to treat the thrombus; there was collateral from the left anterior descending branch. The patient was simply given medication. The patient had a lesion in the proximal right coronary artery. The lesion was type b2, de novo, eccentric, calcified and ostial. It was 16mm in length and the vessel was 3.32mm in diameter.in 2004, the patient was admitted for an elective case. The lesion was pre-dilated with a balloon at 20atm for 15 seconds and a 3.0 x 18mm cypher stent was implanted at 20atm for 15 seconds. The stent was post-dilated with a balloon at 22atm for 20 seconds. The residual percentage of stenosis was 0. The patient's medications include the following: aspirin, ticlopidine hydrochloride and heparin.